Manufacturer narrative:
The pump was received with a corroded battery tube and a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Customer reported via phone call that the insulin had battery failed alarm. Customer blood glucose level was 92 mg/dl. Customer also stated that the moisture was present in battery compartment. The device will be returned for analysis.